Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a arteriogram interventional procedure with a 6f sheath. Reportedly, when advancing the first proglide device onto the guide wire, it was found that the suture was sticking out of the guide tube. A second proglide was attempted; however, the foot would not open. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional perclose device with reported issue referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.